Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure with the sphere-9 catheter, the patient experienced shortness of breath and imaging revealed an elevated right diaphragm. A phrenic nerve injury was identified. The event led to an extended hospitalization, with the procedure completed on (B)(6) 2025 and discharge on (B)(6) 2025. Imaging was conducted to assess the elevated right diaphragm. No medical or surgical intervention was needed to prevent permanent impairment of function. The injury is believed to be transient, and follow-up is underway to confirm resolution. No further patient complications have been reported as a result of this event.